Event description:
Patient came in for outpatient nephrostomy tube insertion with dr. Accustick needle was inserted using ultrasound guidance, contrast was delivered to confirm kidney was punctured. The accustick wire was inserted, then accustick sheath was crossed over the wire into the kidney in normal fashion. The radiopaque ring at the end of the sheath detached from accustick catheter while removing sheath. Radiopaque ring worked its way through collecting system into ureter.